Event description:
A surgeon reported pts (20 eyes) with diffuse lamellar keratitis (dlk) following refractive surgery and was treated with topical corticosteroids. Additional info has been requested. Twenty eyes reported under MFR #1061857-2008-000221 - 00040.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.